Event description:
Ous MDR - after an implantation period of about 72 months, an intermittent loss of capture was reported during a follow up. The device could not be interrogated successfully. A pacemaker revision is scheduled, but biotronik has no further information at the moment. If more details become available this report will be updated. No adverse patient side effects have been reported.

Manufacturer narrative:
The device was received and analyzed. As a first step the pacemaker's memory content was inspected. The inspection revealed that the clinical event resulted from the detection of invalid memory content. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The therapy functions of the device were fully available while the device was implanted and in service. Furthermore, after a reinitialization of the device the tests on the battery were feasible. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. Despite the invalid memory content the device proved to be fully functional and the therapy functions were available while implanted and in service. The analysis did not reveal any sign of a material or manufacturing problem.